Event description:
Tibial loosening total knee, revised.

Event description:
Add'l info received from reporter on 10/17/2018 for mw5075164. Previously reported tibial loosening, revised (B)(6) 2016. Now entire revision done both sides femur and tibia. "Before long stem 3-cemented tibia, but femur loosened; later still same vega product. "

Event description:
Additional info received from reporter on 04/09/2018 for mw5075164. Femoral implant failure.